Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their recharging pad was burning them and was getting really hot when charging their implant. When asked for event date, patient mentioned the issue began over a year ago. Patient stated they went to their doctor and the manufacturers representative (rep) called them back because their implant battery was not working right now because their implant wouldn't charge. Patient mentioned they were trying to get a MRI but couldn't show the MRI facility that the implant was on sleep mode. Agent instructed patient to check for damage; no visible damage to the recharger. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.